Manufacturer narrative:
G4: the correct date we became aware of this reportable event is (B)(6) 2020.

Manufacturer narrative:
H3, h6: one fast-fix 360 curved needle delivery system device used for treatment, was not returned for evaluation. Due to unavailability, evaluation was limited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use contains instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) incomplete needle penetration through meniscus. 3) improper spacing of anchors. (Insufficient suture slack pulls opposite anchor) 4) difficulty with reaching the desired tissue location. 5) inadequate tissue conditions. 6) entanglement with other instruments or devices. 7) inadvertent double triggering of deployment ring. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿warning: do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation required at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during meniscus repair surgery, when the first implant wanted to be put, the second implant was triggered as well, thus the string split. It is unknown whether there was a delay in the case. A backup device was available and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.